Manufacturer narrative:
H.6. Investigation: one sample (model #11522558) was returned by the customer. It was reported there was air in the tubing and it bubbled up. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was successfully primed. The set was infused with the bd alaris pump module (dchu-0010) at 125 ml/hr with a vtbi of 125 ml. No air bubbles were observed in the tubing throughout the infusion and after the infusion. The failure was unable to be replicated, and the complaint could not be verified. A device history record review for model 11522558 lot number 20116055 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause was unable to be determined because the failure was unable to be replicated. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of air bubbles / air in line with lot #20116055 regarding item #11522558.

Event description:
It was reported that air bubbled up into the as lvp 20d 3ss cv bv tubing. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "tubing bubbled up/ air in tubing. No leakage occurred."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that air bubbled up into the as lvp 20d 3ss cv bv tubing. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: tubing bubbled up/ air in tubing. No leakage occurred.